Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was over 500 mg/dl. Customer was admitted to the (B)(6) on (B)(6) 2017. Troubleshooting for high blood glucose was performed. Customer advised they had run out of supplies and left the hospital the following day once they received their supplies. The insulin pump will not be returned for analysis.